Event description:
A report was received that the patient's ipg had moved too high and was pushing pressure on the ribs. It was also mentioned that the patient was having uncomfortable sitting. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.